Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. It had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the customer had a button error alarm on his insulin pump. His blood glucose was unknown at the time of reporting. He was advised to revert to his backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.